Event description:
It was reported the insulin pump alarmed button error and unable to clear it. Customer's blood glucose was 8mmoi/l. Customer does not recall any significant event that may have caused the device to alarm. The device was not exposed to moisture. Customer had already discontinued use of the device. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.